Event description:
Combined, inbound; pump started beeping no disposable so change over to new cassette, backup pump and new tubing without trying original cassette on backup pump. No further details provided.